Event description:
Event description as recorded by (B)(6) hosp: table went into "trend" during procedure. Reported failure could not be duplicated, however, table cpu was exchanged and tested by berchtold technician. Table later repeated failure on (B)(6) 2009. No injuries reported. No further details available.

Manufacturer narrative:
Berchtold's internal investigation is currently underway. (B)(4). The reported failures are believed to be contributed to the improper assembly process by the third party MFR of the hydraulic system related to a gasket on the trend cylinder. Berchtold corp removed the table from service and returned it to (B)(4) for further evaluation. (B)(4) evaluation, once duplicated, showed the reported problem could be repeated and the table drifted into trend at a rate of 1.5 degrees every 5 minutes which confirmed failure. The actual table has since been returned to berchtold (B)(4) (MFR) for further evaluation with (B)(4). Berchtold (B)(4) has asked (B)(4) to supply a full 8-d report. This report shall list any additional findings and remedial action that might be required. This report will also be forwarded to berchtold corp.